Event description:
A baxter engineer reported a pump with failure code 814:01. This failure code occurred before use. There was no pt injury or medical intervention necessary according to the hosp representative.